Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: received coaccess electrode system. Residue was present on the device indicating use/ handling. The visual examination of the device found the tines to be fully retracted. A functional evaluation was performed by extending and retracting the array with no resistance noted. The array extended fully and the tines were evenly spaced and un-deformed. A second functional evaluation was performed by measuring the continuity, electrode and cable were able to conduct current indicating proper connectivity. Resistance tests were performed on the monopolar arrays and cable and passed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-08306. It was reported that insufficient roll-off occurred and the needle did not "get hot." The patient was undergoing radiofrequency ablation (rfa) of a 2mm metastatic tumor in the liver utilizing a rf3000 radiofrequency generator and a 3.0/15/15 leveen¿ coaccess¿ electrode. The needle and pads were correctly connected to the generator. Energy was applied two times for 30 minutes with up to 150 watts; however, it was noted that roll-off was not achieved. The physician noted that tissue was not seen on the needle as expected and felt that the needle was not hot. The procedure was complete with a 3. Leveen¿ coaccess¿ electrode and the same generator. No patient complications reported and the patient status is perfect.